Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the 4k camera head produced no image. The issue was found during preparation for use. The diagnostic lap cholecystectomy was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional finding includes: found faded rear cover, need to replace. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is confirmed that the customer description was reproduced as the phenomenon ¿no image¿ at the repair department. Based on the device inspection results, it is likely that the loss of image occurred because communication failure occurred due to faulty cable unit. Olympus will continue to monitor field performance for this device.